Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 408 mg/dl. The customer was assisted with troubleshooting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was active. Customer mentioned that he keeps on getting insulin flow blocked alarm and his blood glucose keeps on rising. Customer stated that insulin pump passed self-test, displacement test and high pressure test. The insulin pump will not returned for analysis.